Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/27/2013: the device was returned to animas and evaluated by product analysis on 09/06/2013 with the following results: confirmed the text on the display screen is dim/faded and discolored upon start up and difficult to read. Replaced faded display with test display, which is fully functional and illuminated with no visible signs of fading or discoloration of text. Unrelated to the complaint, observed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. The keypad was undamaged and when the cover was removed, contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, the display showed a pixel color change and the text was faded/dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.